Event description:
The fse reported that the system's hand switch was not working correctly and it prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.